Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 2184149-2019-00140. During a procedure, after performing ablation for approximately 40 minutes, the generator would not awaken from standby mode. The generator was power cycled, but was unable to pass the self test and displayed an unknown error message. The procedure was not able to be completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: one 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications during electrical testing and for temperature response. Additionally, the catheter met specifications during irrigation leak, occlusion testing, and met acceptable irrigation rates during a flow test with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported ablation issue remains unknown.